Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement power cord was sent to the customer. The original pump and power cord were returned. The pump was evaluated and according to the eval results, the pump displayed uneven cycle/vacuum readings. The power cord was evaluated and results were reported as "transformer issue." The product is no longer available for further eval/analysis. No definitive conclusion regarding the root cause of the reported event can be made. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process.

Event description:
Customer reported that when she had her pump plugged in, she noticed a "burning plastic" odor. She removed the power cord from the outlet to find the transformer was "very hot" and appeared to have started to melt.